Event description:
It was reported that after dft testing of a newly implanted system, post shock noise and complaints of throat and chest pain were noted. The lead was removed and replaced. After pre-dft testing sedation was given, a drop in the patient's blood pressure was observed. Epinephrine was given and the surgery was concluded. Echo revealed a small pericardial effusion which required a pericardiocentesis. The patient was discharged the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.